Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a device malfunction (leading to needle stick) with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a device malfunction (leading to needle stick) with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that a clinician received a needle stick injury from a bd vacutainer® ultratouch¿ push button blood collection set. It was also reported that "customer did not consider this a product issue." Furthermore the "clinician was sent to the occupational health clinic for post-exposure screening and protocol" and "tested negative for bloodborne pathogens."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a clinician received a needle stick injury from a bd vacutainer® ultratouch¿ push button blood collection set. It was also reported that "customer did not consider this a product issue." Furthermore the "clinician was sent to the occupational health clinic for post-exposure screening and protocol" and "tested negative for bloodborne pathogens."